Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit is showing battery replacement required in compartment two. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional customer contact phone: (B)(6). It was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "battery replacement reuired" in the compartment 2. Therefore only the new battery "d146-00-0097"-li-ion battery pack,tested which is being sent to the customer by the getinge team. H3 other text : unknown.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.